Event description:
We are notifying you that in 2009, the customer called to report an adverse event which occurred on that same day. According to the caller, the night before the incident the pt rec'd a blood glucose reading of 118 mg/dl at 8:00 pm. He then took an add'l 2 units of novalog via his animas insulin pump. He also drank a pediasure drink about 30 minutes before taking his normal dosage of 3 ml of cephalexin. The caller stated that, at approx 1:00 am. The pt was unresponsive and his eyes were "glazed over". The caller indicated that these are known signs of hypoglycemia for her son when his values are <50 mg/dl. The caller stated, she took a blood glucose reading of 90 mg/dl followed immediately by another reading of 70 mg/dl. The pt then began foaming at the mouth. The caller stated she then called for an ambulance and provided the pt with a glucagon injection. The pt regained consciousness within about 5-15 seconds of receiving the injection. The emts arrived approx 15 minutes later and took a blood glucose reading of >200 mg/dl. The pt was observed for 30 minutes and provided a small amount of food and drink. Following the incident, the pt's blood glucose was 148 mg/dl at 5:00 a.m. And 73 mg/dl at 6:30 a.m. The pt took an add'l 1.25 units of unspecified insulin via his animas pump and ate breakfast following the 6:30 reading. Another blood glucose reading of 404 mg/dl was taken at 8:00 am. No add'l info was provided regarding this incident. The animas insulin pump mentioned in this event is not manufactured or imported by our firm.